Manufacturer narrative:
Method of evaluation: actual device not evaluated. Manufacturing review: review of information as reported, review of the device history records and complaint history records associated with lot sp100318. Results of evaluation: no failure detected: - review of lot processing history and complaint history records for lot sp100318 was unremarkable. There were no processing deviations or nonconformance related to the nature of this complaint and the lot met qc criteria for release, including mechanical testing results. - as of 05/03/2017, no other complaint has been reported to lifecell against lot sp100318. - as of 05/01/2017, of the (B)(4) devices released to finished goods for lot sp100318, (B)(4) devices were distributed with (B)(4) devices reported to be implanted. Evaluation conclusion: device not returned. Device failure related to patient condition: as per the surgeon, the event is most likely due to an introduction of bacteria by the home health nurse that occurred during a dressing change. The event is unlikely related to strattice. Based on our internal review of the device processing history, the lot met qc criteria for product release. The lot was aseptically processed and terminally sterilized within process parameters. There was no nonconformance or deviations encountered in association with the event. No other complaint involving serious injury was reported against the lot. Device not returned for evaluation

Event description:
This report refers to device #2, sp100494-110 which is associated with the same patient as documented in mdr1000306051-2017-00019 for device #1, sp1000318-202. It was initially reported that a female patient underwent ventral hernia repair with strattice on (B)(6) 2017. On (B)(6) 2017, the surgeon removed the strattice mesh due to a surgical site infection. The surgeon replaced the explanted mesh with another strattice mesh. On (B)(6) 2017, while the surgeon was out on medical leave, the patient saw the surgeon's partner for seroma development. On (B)(6) 2017, the partner took the patient back for a washout and debridement. A wound vac was placed at that time. On (B)(6) 2017, the surgeon completed a dressing change and removed 200cc of fluid. The patient was placed on antibiotics. The surgeon took the patient back to the or for debridement and mesh removal on saturday (B)(6)2017. The surgeon expressed that on this second attempt, most likely an introduction of bacteria by the home health nurse occurred during a dressing change.